Manufacturer narrative:
It was reported that the error, "da pcba adc reference failed" (diagnostic code 100a), had occurred. A field service engineer (fse) went onsite and confirmed the error in the event logs. The fse opened the lid and noticed that the data acquisition (da) to motor controller (mc) cable required a replacement. The fse replaced the da to mc cable and confirmed the reported issue had been resolved. The fse replaced the da to mc cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "data acquisition (da) printed circuit board assembly (pcba) analog to digital (adc) reference failed" (diagnostic code 100a), had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the error, "da pcba adc reference failed" (diagnostic code 100a), had occurred. A proposal for service has been sent to the customer. Device evaluation and repair are pending, and the investigation is ongoing.